Event description:
Additional information received reported that the patient's physician had told her not to change programs; however, the patient had never been reprogrammed and had not seen her physician since 2011. After adjusting stimulation it was reported that the patient was very happy with her device and therapy.

Manufacturer narrative:
Product ID 3093-28, lot# v594186, implanted: (B)(6) 2011, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that a patient experienced stimulation in the wrong location as well as cramping and shocking. It was stated that the patient was feeling stimulation in her left buttock "down low" and she had an "irritating cramping in the lip and vaginal area". It was reported that these symptoms occurred following implantation. It was stated that the patient had never had re-programming done. It was reported that the patient's physician gave her "creams and jelly to numb the vaginal area". It was noted that the therapy is helpful but only if the patient is careful to urinate every hour. There were no falls or trauma since the device was implanted. It was reported that the patient was on program 2 at 2.4v. It was stated that stimulation was off when she tried to increase stimulation on program 3. The patient turned stimulation on and increased it to 0.4v on program 3. It was stated that the patient wasn't feeling stimulation, but had been feeling a small tingling or shocking since she started pressing the programmer buttons. Two days later it was reported that a patient experienced shocking and jolting, as well as a "stabbing pain" in her vaginal area. The stated that adjustments could only be made when the antenna was attached. The patient lowered the stimulation to 2.1v on program 2. The patient stated that it was "much better" than before. The patient also stated that it felt like her "vaginal area was asleep" and that is "much better". Further information has been requested, but was not available at the time of this report.